Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The patient reports that the ins is inoperable and the device has not worked in four years. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. On 2024-oct-15 information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have not used the therapy in several years as pt would get uncomfortable with stim on. Patient states, off and on, the therapy would get uncomfortable to where the pain was easier to handle than messing around with the charging and programming and everything. When asked event date pt states "about 3-4 years ago" and also later said "since implant" pt states now they want to do an MRI of the stomach and the MRI facility told him to call the pain hcp and have them fill out the MRI form. Pt stated they called the old pain hcp and was told they no longer have anything to do with the device/therapy and told him to call the manufacturer to get the form filled out. Agent reviewed manufacturer can not fill out the form it would need to be filled out by a hcp. Pt stated they do not have a hcp. Agent reviewed and sent physician listing to the pt. Agent reviewed eos . Pt would have triggered eos in 2023. Agent reviewed rep role and redirected to hcp. Pt asked if the ins /therapy can be removed agent reviewed. Patient mentioned that they have lost weight and the device is sticking out of their back on the right hip. On (B)(6) 2024 caller stated ins has been dead for a while and abdomen MRI is needed. Tss reviewed use of eligibility form but patient doesn't have managing hcp. Tss transferred caller to nas to page rep to assist.